Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "ec 105" was unable to be reproduced. A review of the event history log revealed multiple occurrences of the reported symptom. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be motor is the failed component . The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 105 during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.